Manufacturer narrative:
Hologic is submitting this report in accordance with 21. Cfr part 803. The submission is based upon the currently available information. The submission of this report does not represent a confirmation of device malfunction involving the hologic products in the event described. D4: lot and serial number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. H3: the device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported and a definitive root cause for the reported event could not be determined. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that a patient underwent a lumpectomy on (B)(6) 2021 during which a biozorb was implanted. Patient had a prior diagnosis of cancer breast. The patient reported that she suffered severe pain which prevented her from hugging, a lump the size of a golf ball, deformity and scarring of her breast, itching, swelling, reddening and infection at the site. Patient had her a surgery to remove the biozorb on (B)(6) 2023. No other information is available.

Manufacturer narrative:
After additional medical review it was determined that a 55-year-old woman, caucasian, weight: 188lbs and bmi 28.59. On (B)(6) 2021, she underwent a right partial mastectomy and sentinel lymph node biopsy with biozorb (f0203) placement. Pathology revealed invasive mucinous carcinoma stage 1a grade 2 pt1pn0m0 ER+, pr+, her-2 negative, clear margins oncotype 18 (low risk) genetic testing was negative except for a missense variant. At the same time patient was diagnosed with malignant thymoma and had a resection(vats) of the tumor after her partial mastectomy was completed. Patient received full breast radiation therapy. Patient attempted hormonal therapy but could not tolerate 2 drugs. One year post lumpectomy and fully recovered without complains patient had pain in her left hip and a nodule on her forehead. Nodule was biopsy positive for adenocarcinoma consistent with a breast primary. Patient had lytic lesions in her left hip on a pet scan consistent with metastatic breast disease. She was followed by medical oncology for stage IV oligometastatic breast cancer , treated with several chemotherapy regimens (including anti estrogen therapy letrazole, a cdk4&6 inhibitor abemaciclib, and denosumab) and was followed and treated by radiation oncology for palliative relief of pain with a good response a pet scan on (B)(6) 2022 showed activity in the right breast separate and apart from the region of her previous lumpectomy which was in the upper inner aspect of the right breast. Follow-up bilateral MRI was negative. On (B)(6) 2023, (2 years post lumpectomy and biozorb placement) she was seen by her breast surgeon for follow-up at which time she was in complete remission and reported that her biozorb was "not resorbed and causing her constant pain". Because her cancer appeared to be in remission the surgeon agreed to excise her surgical scar and removed the biozorb on (B)(6) 2023. Pathology results from the marker revealed: "breast, right, removal of retained biozorb: fat, fat necrosis, dense fibrous scar tissue with mutinucleated giant cells and associated area of cavitation including surgical (clips)"device and material; consistent with clinical retained biozorb." Her post op course was uneventful, and the patient continued to be followed by radiation oncologist and medical oncologist. She was released from surgical care. The final medical record indicates some progression of disease and a mammogram on (B)(6) 2024, identifies a right "oil cyst" at the lumpectomy site, negative for suspicious changes. Family medical history: cancer and medical illness. On a mammogram on (B)(6) 2021 was discovered a right breast mass. Needle biopsy on february 2021 positive for mucinous carcinoma. Lot and serial number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant.

Manufacturer narrative:
It was reported that a patient underwent a lumpectomy on (B)(6) 2021 during which a biozorb was implanted. Patient had a prior diagnosis of cancer breast. The patient reported that she suffered severe pain which prevented her from hugging, a lump the size of a golf ball, deformity and scarring of her breast, itching, swelling, reddening and infection at the site. Patient had a surgery to remove the biozorb on (B)(6) 2023. No initial evaluation could be performed because there was no returned sample for this complaint the sample was not returned for this complaint and there was limited patient-related information provided for this event; therefore, a thorough investigation was not able to be performed. Investigation into several of the harms reported in this complaint was performed from a clinical literature review, as well as an investigation into the design and risk of the biozorb product. The harms identified during this complaint are: limited mobility, scar tissue, pain, infection, device explantation, redness/erythema, itching, deformity, swelling. A review of clinical literature performed on lumpectomies and their associated complications was performed. A summary of this review concluded that, while lumpectomy is a well-established option for breast cancer treatment, it inherently carries risks of complications, most notably infections, seroma formation, chronic pain, and wound healing issues. The literature demonstrates variation in complication rates based on surgical technique, additional therapies (such as intraoperative radiation therapy (iort) or radiation), and individual patient factors, with infection rates ranging from 2% to 10% and seroma rates from 11% to 65%. Limited mobility (inflammation / swelling / lymphedema) biozorb (0.7%): tissue damage, including wound dehiscence and erosion, was reported in 0.7% of patients with the biozorb marker. In a more severe case, the biozorb device eroded into the nipple-areola complex, necessitating complete removal of the nipple-areola complex due to chronic inflammation. However, given that wound healing issues, tissue necrosis, and other damage are known complications of lumpectomy itself, some of these outcomes could be directly related to the surgical trauma and healing process rather than the device. Lumpectomy (13.1% of patients, delayed healing in 6.5%, and skin-flap necrosis in 1.1%, indicating that tissue damage): wound healing issues and tissue necrosis are common after lumpectomy, particularly in cases where large amounts of tissue are removed or additional procedures such as radiation are performed. Knowles et al. Reported wound infection in 13.1% of patients, delayed healing in 6.5%, and skin-flap necrosis in 1.1%, indicating that tissue damage can be a lumpectomy-related issue. Regarding lumpectomy¿s, berger et al. (Berger l, grimm a, sutterlin m, et al. Major complications after intraoperative radiotherapy with low-energy x-rays in early breast cancer. Strahlenther onkol. Apr 2024;200(4):276-286. Doi:10.1007/s00066-023-02128-z) retrospectively analyzed the occurrence of severe local complications in 10 out of 408 women who underwent intraoperative radiotherapy (iort) with low-energy x-rays during breast-conserving surgery (bcs) for early breast cancer between 2002 and 2017. The complications, which required surgical intervention, included redness (80%), seroma (60%), wound infection (60%), suture dehiscence (60%), and induration (40%). Hematoma and necrosis were less common (10% each). These symptoms emerged from immediately post-operation up to 15 years later, with a median onset at 3.1 months. While most complications were managed with smaller surgical interventions, such as excision of necrotic areas or secondary sutures, more severe cases required complex flap surgery or mastectomy. The study concluded that although iort is generally safe, it carries a risk of severe complications. Preoperative counseling and vigilant follow-up are recommended to manage these risks effectively. Scar tissue (tissue damage / delayed wound healing / necrosis / erosion): biozorb (0.7%): tissue damage, including wound dehiscence and erosion, was reported in 0.7% of patients with the biozorb marker. In a more severe case, the biozorb device eroded into the nipple-areola complex, necessitating complete removal of the nipple-areola complex due to chronic inflammation. However, given that wound healing issues, tissue necrosis, and other damage are known complications of lumpectomy itself, some of these outcomes could be directly related to the surgical trauma and healing process rather than the device. Lumpectomy (13.1% of patients, delayed healing in 6.5%, and skin-flap necrosis in 1.1%, indicating that tissue damage): wound healing issues and tissue necrosis are common after lumpectomy, particularly in cases where large amounts of tissue are removed or additional procedures such as radiation are performed. Knowles et al. Reported wound infection in 13.1% of patients, delayed healing in 6.5%, and skin-flap necrosis in 1.1%, indicating that tissue damage can be a lumpectomy-related issue. Pain: biozorb (0.9% to 1.9%): pain or discomfort was reported in 0.9% to 1.9% of patients with the biozorb marker. In one instance, discomfort occurred due to the device being sutured to the serratus muscle but did not result in removal. In another study, discomfort in 1.1% of patients led to device removal. However, given that pain is a well-known complication following lumpectomy, particularly in cases with nerve damage or radiation therapy, some of this discomfort could be attributed to the initial surgical intervention rather than the presence of the marker. Lumpectomy (25% to 60%): chronic pain is a frequent long-term complication of lumpectomy, affecting 25% to 60% of breast cancer surgery survivors. Kwee et al. Reported a pooled prevalence of 31% for neuropathic pain following bcs. The presence of post-surgical pain, particularly neuropathic pain caused by nerve damage, could be exacerbated by or misattributed to the biozorb marker in some cases. Infection: biozorb (0% to 5.6%): infection rates associated with biozorb ranged from 0% to 5.6%, with 1.9% of patients across studies experiencing infections. In some cases, infections were severe enough to necessitate device removal, with 5 out of 17 infections leading to removal in a registry study. Given that infection is a known complication of lumpectomy, it is likely that some infections reported in biozorb studies are related to the surgical trauma from the lumpectomy procedure, especially in cases involving re-excisions or extensive tissue manipulation. Lumpectomy (2% to 10%): infection is a recognized complication of lumpectomy, with rates ranging from 2% to 10%. Fernando et al. Reported an infection rate of 2.6% for traditional lumpectomy, while boniface et al. Found infection rates of 2.1% for breast-conserving surgery (bcs), rising to 4.6% for those undergoing mastectomy. Device explantation (removal / additional intervention / treatment / scan required): biozorb (1.3%): device removal due to adverse events, including infection, fibromatosis, pain, and anxiety, occurred in 1.3% of patients). Some removals were related to discomfort or anxiety about the device, while others were associated with complications potentially tied to the lumpectomy procedure itself, such as infection or tissue damage. Lumpectomy (percentage is not applicable): although device removal is not applicable to lumpectomy, reoperations due to complications such as infections or positive margins are not uncommon in lumpectomy patients. Erythema / redness (hypersensitivity/allergic reaction/ itching sensation): claudia et al (admoun c, mayrovitz h. Choosing mastectomy vs. Lumpectomy-with-radiation: experiences of breast cancer survivors. Cureus. Oct 2021;13(10): e18433. Doi:10.7759/cureus.18433) explored the experiences of 1,606 breast cancer survivors who underwent either mastectomy or lumpectomy with radiation, focusing on safety, complications, and patient satisfaction. Of the respondents, 978 had mastectomies and 628 had lumpectomies. The study found that lumpectomy patients experienced higher rates of radiation-related side effects, with 98% reporting issues such as skin irritation, thickening, and chest wall tenderness. Sfarad et al. (Sfarad hk, allweis tm. Postoperative complications following lumpectomy with intraoperative x-ray radiation therapy: a retrospective comparative study. Clin breast cancer. Apr 2024; 24 (3):237-242. Doi: 10.1016/j.clbc.2023.12.005) compared complication rates in patients undergoing lumpectomy with intraoperative radiation therapy (iort), external beam radiation therapy (ebrt), or lumpectomy alone for early breast cancer. Among the patients, seroma occurred in 65% after iort, 34% after ebrt, and 11% after lumpectomy alone (p = .000). Surgical site infections were diagnosed in 23% after iort, 15% after ebrt, and 6% after lumpectomy alone (p = .013). Postoperative erythema was reported in 34% after iort, 16% after ebrt, and 6% after lumpectomy alone (p = .000). Minor complications like scar formation, edema, and chronic tenderness occurred in 55% after iort, 47% after ebrt, and 17% after lumpectomy alone (p = .000). The study concludes that iort is associated with a higher rate of complications compared to ebrt and lumpectomy alone, although most complications were minor and transient. The authors suggest that the increased complication rates may be partially due to overreporting with the introduction of a new technology. Educating physicians and patients about potential complications and their course is recommended to help manage postoperative outcomes. Deformity (physical asymmetry / disfigurement): rahimi 2022 (rahimi a, simmons a, kim dn, et al. Preliminary results of multi-institutional phase 1 dose escalation trial using single-fraction stereotactic partial breast irradiation for early-stage breast cancer. Int j radiat oncol biol phys. Mar 1, 2022;112(3):663-670. Doi: 10.1016/j.ijrobp.2021.10.010) concluded that cosmetic outcomes were preserved, with no significant cosmetic detriment across any dose cohort, suggesting that single-fraction s-pbi does not negatively affect patients' physical appearance post-treatment. Both patient- and physician-reported cosmetic scores were consistently favorable over 12 and 24 months of follow-up. An investigation was performed by subject matter experts (sme¿s) into several of the harms identified as being experienced by the patient related to design, risk management, and clinical factors. The results of these investigations and potential causes can be seen below; however, it is important to note that these results do not include medical input from a qualified medical professional: pain: there is a lack of migration requirements and testing to evaluate if the device can cause tissue damage due to migration. Verification of mechanical strength and simulated use is not adequate due to several opportunities related to sampling size and test methods. The crystalline proportion in the device is unknown. Crystallinity may be causing irritation and foreign body reaction considering the long period of absorption of the device. There is a lack of usability testing evaluating the user needs, so there is no assurance that the surgical methods being used for the users are adequate. There is a lack of adequate user needs to capture appropriate design inputs, and therefore there are opportunities in design outputs and v&v activities. Migration: there is a lack of migration requirements and testing to evaluate if the device can cause tissue damage due to migration. The crystalline proportion in the device is unknown. High crystallinity may be causing migration/erosion considering the long period of absorption of the device. Verification of mechanical strength and simulated use is not adequate due to several opportunities related to sampling size and test methods. There is a lack of usability testing evaluating the user needs, so there is no assurance that the surgical methods being used for the users are adequate. There is a lack of adequate user needs to capture appropriate design inputs. Based on the clinical literature review, the harms reported to be experienced by the patient in the complaint are common symptoms from surgery and lumpectomies; therefore, a confirmation of the biozorb causing the harms was not able to be done. However, based on the review of the top harms in regard to the biozorb design and risk documentation, the adverse events reported can be tracked back to a potential shared cause: lack of adequate user needs for the product. User needs define the framework for product development and lay the ground for the definition of design inputs, design outputs and later verification and validation activities. Other potential causes are related to inadequate test methods and/or the lack of evidence to support some specific product requirements. Conclusion: when comparing the safety outcomes of the biozorb marker with general lumpectomy complications, it becomes evident that some of the complications associated with biozorb may stem from the lumpectomy procedure itself. Both procedures share overlapping risks, although the biozorb device introduces additional considerations. However, it has been confirmed that the lack of defined user needs and inadequate test methods and testing evidence are potential root causes for the harms reported in this complaint. This cause will be further investigated and addressed in a CAPA. The risks associated with this complaint event are further described and evaluated against the product and its hazard analysis in the health risk assessment biozorb complaint analysis. Updates to the biozorb hazard analysis risk file will be monitored. Future events will be monitored and trended. Complaint confirmed: no. Device history record (DHR) review: a DHR review could not be performed because no lot information was provided.